Event description:
The end-user experienced a shock when using a tens unit (di1010 intensity 10 digital tens). The end-user has used tens devices for 6 years. He has parkinson's disease and tourettes, along with multiple other conditions - he states he is a brain injury survivor and has mental and physical disabilities. He also mentioned he has a skin condition, as well as neck and back problems. He receives guided shots in alleviating pain. While using the tens unit for the third time, he noticed a "tickling feeling" (another time, he called it a "surging") from one of the electrodes. He shut the device off, re-positioned the electrode, and turned the device on again. He was laying on his couch when he received an "excruciating" shock, which lifted him off the couch, and left his entire body in shock. He said his medical aid saw this happen, and was horrified. His entire body was "vibrating." He states the electrodes were sticking well. This was also the third time using the electrodes. He states he has no hair in these areas due to a skin condition. When the shock occurred, he pulled the lead wires out of the electrodes. He does not plan to ever use the device again, and refused a replacement device. He said he has been left with a "major twitch" due to this incident. The user was last on his way to one of his doctors, a four-hour journey. He stated he would be speaking with his doctors regarding this incident (of which he has many), and to his insurance company.

Event description:
Forgot to include initial date of awareness.